Manufacturer narrative:
F/u report will be filed if add'l info becomes available.

Event description:
The report was submitted by medwatch. It was reported that pt was hit in the head with a softball and lost consciousness since date of incident, 2007. Md inserted a-line while pt was in the ICU setting. During insertion, the line kinked and had to be withdrawn. A new kit was obtained and a-line placed successfully.